Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "led´s are not functional" was confirmed, and further defects were detected. In total the following defects were detected: ---led is dim. ---blade damaged. ---adhesive points on camera head worn. ---housing discoloured. ---cover discoloured. ---plug worn. ---leak on camera head. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. Wear and tear on the adhesive can allow liquid to penetrate the blade, which can impair the electronics and cause lighting faults. If new or additional relevant information, we will reopen the investigation accordingly. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there the led´s were not functional. No negative impact in state of health reported.